Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was extrinsically distorted, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analysis commented that the lead was received in segments with the helix extended, stretched, and with blood on the helix. The lead was received with distortion of the distal conductor within the is-1 connector.

Event description:
It was reported that during implant attempt, the guidewire became stuck when inserted into the lead. The lead was not used and was replaced. There was no apparent patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.